Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise on both atrial and ventricular leads was observed. Both leads were capped and replaced on (B)(6) 2018 due to oversensing. Patient was stable.